Manufacturer narrative:
(B)(4). Date of event is unknown. Batch # unknown. Additional information requested but not received: can you please provide more event details? Was the air leak managed/controlled? What is the current patient status? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? If yes, please explain.

Event description:
It was reported that during a vats procedure, staple line integrity partially compromised on lung parenchyma requiring oversew with tah - staples looked malformed. Surgeon said air leak and line looked "chewed up" in the middle of the line. Staple line oversewed with gelitacel into staple line and parenchyma. Procedure was delayed by five minutes. Procedure was completed successfully. Patient consequences were not reported.